Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that the customer had an issue with a scd pump. The customer states that the battery is not charging. The unit was sent to a covidien service center. Upon triage, service tech found that the unit's power cord has exposed copper wires.